Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent successfully implanted to the proximal lad. Patient also had 2 non-medtronic stents deployed to mid and distal lad. Patient was asymptomatic at 6 month follow up. However, it was reported that, approximately 7 months 3 weeks post stent implant, the patient expired due to brain infarction. Investigator indicated that there was no relationship with the study product, drug or procedure.

Manufacturer narrative:
Patient has a history of prior mi.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stroke/brain infarction). (B)(4).